Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) observed on a treated vt/vf (ventricular tachycardia/ ventricular fibrillation) episode for the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.